Event description:
Pt called ventricular assist device coord with c/o frequent low flow alarms on lvad(left ventricular assist device controller. Pt seen in heart failure clinic for assessment. EKG echo, speed optimization study, physical assessment, and lvad interrogation completed. Lvad long files sent to abbott for interpretation. Log files revealed there may be an issue with the pump, and CT was recommended. Pt admitted, (B)(6) 2022 CT completed. Revealed severe stenosis (>76%) of the lvad outflow tract due to biodebris accumulation within the outflow graft bend relief. Pt underwent surgical outflow graft revision on (B)(6) 2022.